Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a faulty sensor. The customer's blood glucose reading was 12 mmol/l. The customer stated that the cannula was broken off and he could barely see the cannula. The customer stated that the first sensor did not blink. The customer stated that the second sensor read sensor error for over 2 hours. The customer will be sent replacement sensors.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, found 1 of the 2 sensor cannulas was bent and retracted inside of the sensor base, the remaining sensor was found broken and stuck on the adhesive tape. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Also unable to confirm the needle complaint due to the customer did not return the insertion needle.